Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead has been showing an increase in pacing impedances in a short period of time to out of range values. The lead safety switch alert was triggered. Technical services (ts) recommended to reprogram the alert limit to a higher value. The unipolar pacing threshold was good. The lv lead remains in service. No adverse patient effects were reported.